Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the patient's implantable cardioverter defibrillator exhibited a capacitor charge time-out message. It was noted that the patient had received several rounds of anti-tachycardia pacing and high voltage therapies the day before. The patient would continue to be monitored.